Manufacturer narrative:
(B)(4). The customer returned one arterial catheter and guidewire for analysis. Visual analysis revealed that the guide wire was severely unraveled towards the distal end. Microscopic examination confirmed the damage and revealed that the core wire had separated. The distal and proximal welds appeared spherical and intact. The catheter body appears intentionally cut as the tip of the catheter was missing and the distal end was frayed. The arterial catheter was kinked and twisted directly adjacent to the juncture hub. This damage is consistent with undue force being applied. The total length of the core wire measured 350mm which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured .517mm which is within the specification limits of .508mm-.533mm per the guide wire graphic. The catheter total length measured 84mm which indicates that at least 8mm of the catheter body was not returned per the catheter graphic. The catheter outer diameter measured 1.07mm which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion graphic. The catheter inner diameter measured .69mm (.027") which is within the specification limits of 0.69mm-0.74mm per the catheter extrusion graphic. The returned guide wire was inserted through the distal end of the returned catheter. Resistance was observed as the guide wire was unable to pass completely through the catheter due to the kinked and twisted portion on the catheter body. Performed per IFU statement "thread tip of catheter over spring-wire guide." A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit states the following: "thread tip of catheter over spring-wire guide." "Caution: use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide." "Warning: do not cut spring-wire guide." "Warning: to reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel." The report of a swg/catheter resistance-unraveled was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled towards the distal end. Microscopic examination confirmed the damage and revealed that the core wire had separated. The guide wire and the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: canalization of the radial artery through the catheter. When trying to remove the metal guide, it breaks, leaving half inside the catheter. When the catheter is removed, the entire guide fragment comes out. There was no patient harm or injury. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: canalization of the radial artery through the catheter. When trying to remove the metal guide, it breaks, leaving half inside the catheter. When the catheter is removed, the entire guide fragment comes out. There was no patient harm or injury. The patient's condition is reported as fine.